Event description:
It was reported that during service and repair pre-testing, it was observed that the red light emitting diode (led) on bay two of the universal battery charger device was lighting up when a power module device was plugged in. It was further reported that no led lit up on bay three when the battery devices were plugged in. The event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the red light emitting diode (led) lit up on bay two when the device was plugged in. Therefore, the reported condition was confirmed. It was further reported that no led lit up on bay three. The assignable root cause was determined to be due to normal wear on internal electronic components from use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.